Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 2.2 and 1.8 inr. The corresponding reported lab result was 3.8 and 3.1 inr.